Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on radius, creases fold, wear abrasion, stress marks and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Patient additionally reported malposition; the event not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown. Patient additionally reported malposition; the event not device related. Device has been explanted.